Event description:
Reportedly, this issue was observed on the pacemaker which had been through a defibrillating shock carried out on (B) (6) 2010. Since the pacemaker went into a status of no interrogation and magnet response possible, another (B) (4) pacemaker reply dr was implanted instead. The lead were confirmed to be functioning appropriately, and the replacement procedure was completed without any further anomaly. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the u.s. Analysis is pending.